Manufacturer narrative:
On (B)(6) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During scheduled follow up on (B)(6) 2010, the device interrogation could not be completed. Therefore, a switch to standby mode and complete re-initialization was recommended. This operation was performed on (B)(6) 2010, but didn't change the device condition. Device will be explanted.